Event description:
On (B)(6)2008 - patient underwent open bilateral inguinal hernia repair procedure. Patient reported he has been experiencing pain in the left side area where the implant is since one month after hernia repair. On (B)(6)2010- patient underwent denervation (nerve block) treatment on the left side that affected one of his testicles. Ni/ni/ni- two reported nerve block injection therapies. On (B)(6)2010- patient followed up with physician to discuss options for pain and the loss of his left testicle. On (B)(6)2010- the patient has been treated for an infection in the area of the left groin with oral antibiotic therapy. The infection was diagnosed in (B)(6) 2010 and is reported to be resolved. The infection was reported to also be epididymitis.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.